Event description:
It was reported that the customer experienced intermittent. Elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Bg cause was unknown. Bg was addressed via a manual injection, and a site change. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.